Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's device is no longer operational. The hcp stated that the patient had radiation treatment for cancer and when they received the treatments the device no longer worked. The hcp said that the patient used to be able to adjust sim up or down, but the ins no longer responds. The caller also asked for MRI guidelines for an unrelated issue. It was noted that an MRI would have been off label. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.